Event description:
The valve was implanted at 100mmh2o. Two days after the implantation, impossibility to change the pressure setting of the valve. The valve was explanted. The dr requests to check the valve.

Manufacturer narrative:
The incident has been reported to MFR on april 2008. Results of analysis will be developed in a follow-up report.